Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, a shaft break occurred. The 90% stenosed target lesion was located in the severely tortuous distal right coronary artery (rca). After crossing the unspecified guide wire the lesion was predilated with a non bsc device. The physician then attempted to cross the 3.00x32mm taxus express2 drug eluting stent (des), but it was unable to cross the lesion. After the third attempt to cross the lesion with the des, the shaft kinked. After the physician withdrew the des outside the patient's body, the shaft fractured. The procedure was successfully completed with another of the same device with no patient complications reported. The patient's current condition is listed as "good".